Event description:
It was reported that during an implant procedure, the lead became entangled with the coronary valve. The lead was left in the patient. A new lead was implanted 4 days later. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.